Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part / lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#: 00492700803; one-quarter tubular plate with collar 8 holes 63 mm length; lot#: 63545098. Item#:unknown; unknown screw; lot#:unknown. Foreign : (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -02514.

Event description:
The patient was admitted to hospital approximately 10 month ago due to the second and third metatarsal fracture of the left foot for 1+ years after internal fixation. During the operation, it was found that 2 screws were fractured at the proximal end of the second metatarsal bone of the left foot, and it was difficult to remove the broken nail in the bone. The part around the broken nail was enlarged, and the broken nail was removed with the broken nail extractor, and the affected limb was externally fixed with plaster after the operation to avoid further fracture. No additional information is available.